Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A low battery warning was observed in the pump's black box history as per normal battery usage. The pump's current draws were within specifications. The battery compartment was intact with no damage observed. There was no evidence of moisture observed inside the battery compartment. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit.